Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported when the surgeon was drilling for a proximal humerus fracture the 3.2mm drill bit could not pass through the screw hole and interfered with the nail. The surgeon made an additional incision and succeeded in drilling with the 3.2mm drill bit and screw insertion. Three multi-lock screws were inserted for proximal locking and the 4.0mm locking screw was inserted for distal locking. Due to the incident, the operation was extended for 30 min this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.